Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a consumer in the USA with supplemental information from the peritoneal dialysis registered nurse (pdrn) of peritonitis in a homechoice patient (hp). On (B)(6) 2012, the hp was diagnosed with peritonitis. The pdrn stated that the cause of the peritonitis was that the transfer set came loose from the hp's plastic adapter. The hp was hospitalized for the peritonitis event on (B)(6) 2012. The hp was treated with vancomycin ip and ceftazidime ip (dose and frequencies not reported). The hp was discharged from the hospital on (B)(6) 2012. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; however the brand name, manufacturing facility and 510k number will be provided in the MDR. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.